Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, increased and inconstant capture threshold was observed on the left ventricular (lv) lead resulting in a loss of capture. The event was resolved by reprogramming the device. The patient was in stable condition.